Event description:
Philips received a complaint on the earlyvue vs30 indicating that nbp measurement are unreliable. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone# (B)(6) e1: reporter phone# (B)(6). A philips authorized service personal (asp) evaluated the device and found that the nbp assembly was faulty and replaced the assembly to resolve the issue. Analysis was performed and investigation has been completed. The engineer replaced the nbp assembly for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.